Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer's blood glucose level was 396 mg/dl and 349 mg/dl. Customer declined to troubleshoot for the high blood glucose level. The insulin pump will be returned for analysis.